Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to connect a luer lock infusion set with a t:lock cartridge however, they were unable to connect. Reportedly, the customer reverted to manual injections for insulin therapy. Tandem technical support educated the customer on t:lock and luer lock products. At the time of the training issue, the customer's blood glucose (bg) was over 500 (mg/dl) and a manual injection was delivered. The cause of the elevated bg was not provided.